Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2020, the patient was implanted with an adjustable pressure shunt due to hydrocephalus. On (B)(6) 2020, the patient was transferred to a hospital for follow-up rehabilitation treatment. 3 days later, the patient developed symptoms of headache. The patient's family called the surgeon who indicated that the shunt might be blocked and suggested that the family member try to press the fluid storage capsule for 20 times to observe whether the symptoms of the patient improve. At present, the patient was hospitalized in the rehabilitation department of the hospital and still had symptoms of headache.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the shunt was adjusted, and it resolved the headache problem.